Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the grasping forceps broke. It is unknown when exactly this damage occurred and whether a fragment fell inside the patient. No further information was provided, but the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to olympus for evaluation/investigation. The evaluation/investigation confirmed that grasping forceps is broken at the welding seam. In addition, the pull wire is deformed. The cause of this damage is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. Since the damage on the device is located outside the patient, it could only cause a delay of the procedure. The case will be closed from oste side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.